Event description:
Boston scientific received information that this right ventricular (rv) lead displayed loss of capture (loc) due to lead dislodgement. It was suspected this rv lead caused a perforation, which was the result of the implant technique. The rv lead was repositioned, and there were no further issues. There were no additional adverse patient effects reported.

Manufacturer narrative:
This rv lead remains in service, so therefore will not be returned to boston scientific for laboratory analysis. At this time there is no additional information. Should additional information become available this report will be updated.